Event description:
Tandem connect app, which pairs with the tandem x2 insulin pump-continuous glucose monitor system, was updated about 2 weeks ago. The app is not refreshing to display data as frequently as it should and is draining the pump rechargeable battery. This affects the accuracy of information provided by the system that I use to make multiple daily decisions about insulin dosing, exercise safety, hypoglycemia, and hyperglycemia treatment. The maker did not provide adequate customer outreach about this known device system performance issue. I had to contact customer service and request info about the problem. Reference report: mw5152195.

Event description:
Additional information received on 13-mar-2024, for mw5152196. Correcting device procode information. Reference report: mw5152195.